Event description:
It was reported by repair work order that the customer alleged that the unit had a broken patient-right side rail. Upon inspection of the unit by the service technician, it was identified that the patient-right side rail could not remain latched.